Manufacturer narrative:
Reporter occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips were returned for further investigation and showed no defects. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.6-3.2 inr) qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The returned customer test strips were measured with liquid qc of a high level on internal reference meter. The obtained qc results were in the allowed range. No error messages occurred during investigation. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 6.1 inr and the laboratory result was 4.1 inr. Additional information provided stated that on (B)(6) 2019 the meter result was 6.0 inr and the laboratory result was 4.8 inr. Additional discrepant results were identified in the data provided. On (B)(6) 2019 the meter result was 4.8 inr and the laboratory result was 3.5inr. The patients therapeutic range is 2.5-3.5 inr.